Event description:
The customer alleged that a "blue" disinfectant solution was leaking from the heater. The customer stated that there were no injuries from the event.

Manufacturer narrative:
Method code: other - the customer repaired the unit.